Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of b40 internal error code was not confirmed. The device evaluation found an e209 internal buffer error code. It was recommended that the circuit board be replace since the internal buffer resides in the circuit board. It was reported that replacing the circuit board should resolve both error codes, but the resolution of the b40 internal error code was not guaranteed since it was not duplicated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center received a b40 internal error code. The issue was found during a colonoscopy procedure. The procedure was completed using the same device with no delays or extended anesthesia. There were no reports of patient harm.